Event description:
The pt had difficulty finding a physician to refill her pump. The pt's pump had been alarming several days. The pt was admitted to the ER with symptoms of nausea, tachycardia, and diarrhea. There were no further withdrawal symptoms once the pt was treated in the ER; the treatment was unspecified. It was noted that the pump was operating properly; "it was just a missed refill". The pain clinic filled her pump with saline and she was referred to a physician for oral medications. The pt's original physician was beginning practice again in (B) (6) and then he would resume the pump refills. The device system was used to deliver dilaudid (10mg/ml at 1mg/day).

Manufacturer narrative:
(B) (4).